Event description:
During a remote follow-up, decreased sensing resulting in undersensing was observed on the device. Technical services was contacted and provided reprogramming recommendations. The device was then reprogrammed and resolved the event. Additional information was received that there were new episodes of inappropriate automatic mode switch (ams) due to far-field r-wave oversensing (ffrwos). No additional reprogramming has been completed at this time to resolve the new episodes. The patient was stable.